Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter last name: unknown/information not provided. Section e1: email address: unknown/information not provided. Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. As a result of the investigation, there is no indication of a product quality deficiency. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found the capsule and the sulcus to be unstable after implanting the iol into the patient's eye because there was a kink at the haptic-optic junction. This caused the lens to float. The intraocular lens was removed and the patient was left aphakic. There was no delay in treatment or other interventions performed. No further information was provided.